Event description:
The customer reported that ten minutes into an mnc collection procedure, they received return pressure alarms. The operator then noticed that the blood warmer tubing had clotted off. The reservoir was also clotted. The procedure was running at low inlet rate and ac ratio of 13:1 due to access problems. The patient was assessed by the physician and the procedure was aborted. The procedure was restarted on a new kit and new machine and went to completion. Patient information is unavailable at this time. Patient outcome is unavailable at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer stated that the procedure was showing signs of clotting quickly when drawing off the line. A terumo bct support specialist advised the customer that running the procedure at an ac ratio of 8:1 might have prevented or minimized the risk of clotting in this instance. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Based on the run data file analysis, the spectra optia system operated as intended and is safe to use. The device history record was reviewed for this lot. There were no issues noted in the manufacture of the lot that would have contributed to this event. Root cause: a definitive root cause for this particular issue could not be determined. Possible causes include but are not limited to:- donor access problem- kinked or clamped draw line- ac ratio issues.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient (donor) identifier. Per the customer, the patient (donor) is in healthy condition.